Manufacturer narrative:
(B)(4). H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that no readings/sensor error/brief sensor issue occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. The event occurred 3 days after the sensor had been inserted in the arm. On (B)(6) 2025, while sleeping, the patient had a seizure. Emergency medical technicians (emt) gave her a bag of sugar water and she declined evaluation in the hospital since she was traveling by bus during the episode. She was unaware whether the blood glucose (bg) had been checked. When the patient reached her destination, the sensor was replaced and the new one also showed sensor error. At the time of the report, the patient was stable and feeling okay. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No additional event or patient information is available.